Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair on (B)(6) 2015 and mesh was implanted. It was reported that the patient returned to the hospital on (B)(6) 2015 with cellulitis and had purulent fluid drained and cultured. The mesh was noted to be ¿relatively unincorporated and was able to remove it relatively easily.¿ on (B)(6) 2015 the patient presented to the hospital for debridement of necrotic tissue from the wound, and a biologic mesh was placed. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/17/2019.

Manufacturer narrative:
Patient codes: (B)(4). It was reported that patient underwent mesh removal on (B)(6)2015 by dr. (B)(6) at (B)(6) due to pain and infection. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2018.  No additional information was provided.